Event description:
A ds2adv auto CPAP was returned to a third-party service center the device button not working. There was no report of patient harm or injury. There was no report or medical intervention. During the evaluation of the device, the third-party service center complaint reproduced and pca burnt. Additional findings are solution pollution and dreamstation 2 iso port kit, plus. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.